Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and on the same day after the treatment there were multiple erosions in both eyes secondary to epithelial basement membrane dystrophy (ebmd) that was discovered a post treatment on the same day of laser treatment. A bandage contact lens was placed. The surgery center indicated the patient is unable to tolerate contact lens and had blurred vision. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/25 -4.50 x -.75 x 131, left eye pre-op 20/20 -5.25 x .00 x 90.